Event description:
Complainant alleged that the medics were responding to a call for a 42 year old male pt in cardiac arrest. The medics initiated cardiopulmonary resuscitation on the pt while monintoring the pt with the device in semi-automatic mode. The device indicated that there was "no shock advised. Check pt." The medic checked the pt's heart rhythm. The electrocardiogram display indicated that the pt was presenting a course ventricular fibrillation rhythm. The medic then turned the device key twice to switch to manual mode, but the device never confirmed that it had switched to manual mode, although the device had actually switched to that mode. The complainant then successfully shocked the pt. The complainant indicated that the pt was pronounced at the hospital. Upon subsequent review of the electrocardiogram strips from the event, the complainant indicated that the device inappropriately advised "no shock" to a shockable pt rhythm.